Event description:
Patient had the star ankle poly core exchanged. Original diagnosis for implant was club foot.

Manufacturer narrative:
Product not returned for evaluation. Surgeon reported that the poly core was broken in 3 places. Length of implant unknown.